Manufacturer narrative:
Follow-up # 2 ((B)(4) 2012) - device evaluation: the patient contacted lfs back stating that he sent his back-up meter ((B)(4)) to lfs instead of the subject meter ((B)(4)). During the initial call, while troubleshooting over the phone, the patient had the correct meter ((B)(4) that he was having issues with; however, he provided lfs the serial # of his back up meter. The correct meter ((B)(4)) has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 245am. The patient reported blood glucose results of "160 mg/dl and 190 mg/dl" with the subject meter. The patient manages his diabetes with actraphane insulin. At the time of the alleged issue, the patient administered self 16 units of insulin. About 845am that same morning, the patient's wife claims she found the patient unconscious. Emergency medical services (ems) was contacted. It is not known if a blood glucose test was performed on another device. A health care professional (hcp) administered the patient intravenous (IV) glucose as treatment. The patient stated he was admitted into the hospital and released 4 days later. After that, the patient reportedly has been testing his blood glucose with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results and reportedly developed a symptom suggestive of a serious injury which resulted in medical intervention from an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.